Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer determined that vacuum tubing failed and was leaking. The tubing was replaced. Quality controls were run and were acceptable. No further dripping was observed after the repair. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the na electrode on a cobas 6000 c501 module. The customer noted that a rinse nozzle was dripping onto cuvettes. The first sample initially resulted in a na value of 220 mmol/l and it repeated as 140 mmol/l. The second sample initially resulted in a na value of 259 mmol/l with a data flag and it repeated as 135 mmol/l. The third sample initially resulted in a na value of 180 mmol/l and it repeated as 140 mmol/l. The fourth sample initially resulted in a na value of 167 mmol/l and it repeated as 139 mmol/l. The fifth sample initially resulted in a na value of 233 mmol/l and it repeated as 128 mmol/l.